Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue during a check up. Subsequently, the lead was replaced and will not be returned. No additional adverse patient effects were reported.